Manufacturer narrative:
Additional product code hwc, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal due to a medial tibia wound, and the fracture was healed. Initially, the patient was implanted with a locking compression plate (lcp) plating system on an unknown date. The removal surgery was completed successfully without delay. There were no fragments generated. The patient outcome was unknown. This complaint involves sixteen (16) devices. This report is for (1) 4.5mm cortex screw self-tapping 28mm. This report is 8 of 10 for (B)(4).